Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device did not work anymore was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was heating up. . The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the minimal access attachment device had a worn bearing and was heating up. It was further determined that the device failed pretest for max temperature of sleeve: (110 ° f max). It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.